Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect the o-ring and clean the pneumatic tap area before following on-screen instructions to complete the cartridge loading process. The customer successfully completed the process, resumed insulin delivery, and was advised to monitor system performance without needing a cartridge replacement.